Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported fracture of the mount screw, which has remained inside the implant. The implant has been removed with no impact for the patient. Another implant has been placed in order to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative one (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned implant identified that the mount fractured at hexed area. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Device history record (DHR) review was completed for the subject lot number (1250018). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: mount therefore, based on the available information, device malfunction did occur, and the reported event of mount fracture was confirmed.

Event description:
No further event information is available at the time of this report.